Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the compressor on an 840 ventilator was inoperable while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien service engineer (se) inspected the device and verified an excessive leak through filter outlet. Applied teflon tape to the threads, reinstalled filter outlet and unit passed all testing and operates within the manufacturing specifications.